Event description:
It was reported that the cardiac monitor exhibited ventricular intermittent and under sensing. There was three asystole events recorded but the egm rates exhibited rates at 75 beats per minute. The ventricular sensitivity was increased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.